Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received an inappropriate shock due to noise on the lead, and it was determined that the lead had dislodged. Also, noted was that the patient's right atrial (ra) lead, while still securely connected, appeared slightly taut. Surgical intervention was performed. The physician was unable to successfully reposition this lead and so it was explanted. Another rv lead was implanted. The physician added slack back into the ra lead as well. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.